Manufacturer narrative:
The device was returned to haemonetics for evaluation. The eval found evidence of fluid ingress. The fluid ingress resulted in damage to electronic components. It could not be determine whether the spill bag had been deployed.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and reported an alleged blood spill on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.